Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right atrial (ra) lead, exhibited varying pacing impedance measurements. Measurements were observed to be in the 400 ohms range and then jump to greater than 2,500 ohms. There were no recently stored episodes and the presenting electrogram (egm) did not show any anomalies. Boston scientific technical services (ts) recommended further evaluation. No adverse patient effects were reported.